Manufacturer narrative:
H3: one device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal and sensor were replaced to fix the issue. Software was updated, the dso and upstream occlusion (uso) sensors were also calibrated. The device passed all tests thereafter.

Event description:
The customer returned product for push button on the front not responding, during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.